Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump was programmed and monitored for two days with no blank display noted. Insulin pump passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. All operating currents are within specification. Low battery alarm and off no power alarm functions properly. No off no power anomaly noted. Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. Insulin pump had minor scratches on display window, scratched case and cracked reservoir tube lip. No damage noted on connector's isolation tape on lcd board.

Event description:
It was reported the customer was hospitalized due to high blood glucose of 24mmol/l. Customer symptom was vomiting. Customer did a bolus correction manually. The device support was normal. Settings were verified by the customer stated everything was ok. No leaks noted. Manual prime was performed on the device, insulin did exit. Customer did not have tubing clamp unable to perform high pressure test. Customer requested the device to be replaced. Customer stated the device turns off on its own and does not alarm low battery. New batteries last only a few days. The device does not have any cracks. Customer was advised to revert to back up plan. No further info reported.